Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the consumer that the bd nano¿ 2nd gen pen needle experienced no insulin flow. The following information was provided by the initial reporter: consumer reported, no insulin flow when taking injection.

Event description:
It was reported by the consumer that the bd nano¿ 2nd gen pen needle experienced no insulin flow. The following information was provided by the initial reporter: consumer reported, no insulin flow when taking injection.

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 24-feb-2023. H6. Investigation summary: customer returned two used pen needles. It was reported by the consumer that pen needle clogs. The needles were visually inspected and was found that the non-patient end cannula was broken. Since the cannula was broken, was not able to test for flow. Based on the damage present the needles breaking may have occurred accidently, while the user was preparing the pen needle for use. Potentially if the pen was not aligned with the canula. Refer to the attached photos. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of needle clog. The root cause of the needles breaking appears to be accidental damage from stresses caused by the user during routine use. This would have also given the impression that the needle was clogged since insulin would be unable to pass through the cannula.

Event description:
It was reported by the consumer that the bd nano¿ 2nd gen pen needle experienced no insulin flow. The following information was provided by the initial reporter: consumer reported, no insulin flow when taking injection.